Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead was capped and replaced due to noise and polarity switch. It was also reported there was oversensing, abnormal pacing impedance or significant decrease since implant (296 ohms). No patient complications have been reported as a result of this event.